Event description:
Medtronic received a report that the phenom 27 shapeable microcatheter was in place smoothly, during the deployment of the pipeline it was found the tip was abnormally deformed and unable to stick to the wall. The system was withdrawn to vitro and the stent was replaced. After the stent was withdrawn, it was noticed the tip of the microcatheter was kinked. The marksman catheter and the pipeline were replaced and the surgery was completed. The devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with the event. The patient was undergoing treatment of an aneurysm flow guidance device implant. The patient's vessel tortuosity was severe. Ancillary devices include: 8f short sheath, 8f guide catheter, and synthro 0.014 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A4. Patient weight updated (50kg). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the tip of the pipeline was observed to be deformed when it was first pushed out from the pipeline. After the pipeline was withdrawn from the catheter it was found to be bent.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex device and phenom-27 micro catheter were returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within individual dispenser coils. The pipeline flex pusher was returned within its introducer sheath. The already deployed pipeline flex braid was returned within a plastic container. Visual inspection/damage location details: no flash or voids molded were found within the catheter hub. No damages or anomalies were found with the hub. The phenom-27 micro catheter body was found kinked at ~7.6cm and ~1.8cm from the distal end. The distal tip or marker band were found undamaged. The pipeline flex pusher was found bent at ~128.0cm from the proximal end. The hypotube was found stretched with the ptfe shrink tubing undamaged. The distal delivery wire was found separated from the hypotube proximal to the wire weld. There is evidence of tinning on the hypotube hole. The resheathing pad, proximal bumper, and pad restraint were separated from the distal wire and found within the introducer sheath. The distal wire was found broken proximal to the dps sleeves. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was fo und damaged/stretched. Both braid ends were found fully opened, damaged, and frayed. No damages or irregularities were found with the mid braid section. No damages were found with the introducer sheath. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~156.0cm and the usable length was measured to be ~149.5cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). The separated/broken distal wire was sent out for eds/sem analysis. Conclusion: based on the analysis findings, the customer report of ¿pipeline damaged during delivery/retrieval¿, and ¿catheter kink/damage¿ were confirmed. The pipeline flex and the phenom-27 catheter were found damaged. From the damages seen on the catheter body (kink), pipeline pusher tip coil (damaged), hypotube (stretched), distal wire (separation/break), proximal bumper/resheathing pad/restraints (separated) and braid (frayed/damaged); it appears there was high force used. Sem report: ¿the wire failed via tortional overload.¿ it is possible these damages occurred when the customer attempted to advance/retrieve the pipeline flex shield through the phenom catheter against resistance or due to high force. Possible contributors towards the failure are patient vessel tortuosity, or lack of continuous flush. Customer reported patient vessel tortuosity as severe, and devices were prepared per IFU. The distal wire of the pipeline flex delivery system was possibly detached due to the solder tensile failure when attempting to retract the pipeline flex against resistance. A review of the manufacturing process (mp1664, mp1647, mp1720, & vs2022) did not uncover any deficiencies with regards to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. In addition, the elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). Customer report of ¿braid foreshortening¿ could not be confirmed through device analysis. Possible causes of failure include braid incorrectly sized to vessel or high patient vessel tortuosity. There was no non-conformance to specification that led to the failures. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.